Manufacturer narrative:
(B)(4). Batch # r92e57. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. The device was connected to a gen11 for functional testing. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. It could not be determined what may have caused the reported incident of after 2 hours of use device stopped coagulating. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after 2 hours of use device stopped coagulating. Surgery was completed with new device. No patient consequence reported.